Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks over the past two years due to oversensing of myopotential noise. Shock impedance measurements in both treated episodes were observed to be in normal range. The patient will be called back into the clinic for further testing. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks over the past two years due to oversensing of myopotential noise. Shock impedance measurements in both treated episodes were observed to be in normal range. The patient will be called back into the clinic for further testing. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back into the clinic for testing. All the sensing vectors were captured during different posture changes and provocative maneuvers, and just myopotentials were evoked, but correctly recognized and marked. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.